Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. Customer's son reported the customer was experiencing symptoms of dry mouth and dizziness and overall "feeling bad" and a sensor scan result of 'lo' (reading less than 40 mg/dl) was obtained. Customer self-presented to a nurse near his home and a reading of 350 mg/dl was obtained on the nurse's meter. Customer was diagnosed with hyperglycemia and administered "8mg of fast-acting insulin". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was seated properly. Sensor plug was removed from the sensor puck and visual inspection was performed. There was no damage or cracks observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. Customer's son reported the customer was experiencing symptoms of dry mouth and dizziness and overall "feeling bad" and a sensor scan result of 'lo' (reading less than 40 mg/dl) was obtained. Customer self-presented to a nurse near his home and a reading of 350 mg/dl was obtained on the nurse's meter. Customer was diagnosed with hyperglycemia and administered "8mg of fast-acting insulin". There was no report of death or permanent injury associated with this event.